Manufacturer narrative:
Outcomes attributed to adverse event: nerve damage. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a manufacturer representative (rep) regarding a consumer who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient to support link that they'd had their second procedure at the hospital yesterday ((B)(6) 2021) and that they were unable to charge anything as they hadn't received the correct cord and they weren't sure what to do. Support link gave the patient the patient & technical services (pats) number. When given the patient the number, the patient said they were still sitting in their hospital bed and it "burned so bad." The patient then spoke with pats and it is reasonable pats clarified this information. The patient reported their incision site at their left butt cheek was painful and that it was a little painful to move. The patient stated this had been going on since their implant surgery yesterday and that they'd taken morphine at about 9:45 and they hadn't gotten any relief yet. Pats documented the reported information and focused on the patient's reason for their call which was the missing black charging cord and adapter. The patient reported they didn't have the black charging cord and outlet adapter. They confirmed the box was first opened by the manufacturer representative (rep) prior to the patient receiving their box and they may have been left behind. The patient stated their equipment needed to be charged. Patient services reached out to the rep and the rep replied that they "got it." On (B)(6) 2021, the patient spoke again with support link and reported it still hurt to get up and down from their procedure on monday. The patient then spoke again with pats and again, it is reasonable pats clarified this information: the patient reported they were still noticing lots of pain in "those holes" on their back, they itched so bad. The patient asked what to do with their handset and communicator and asked if they were supposed to turn the stimulation up and that they didn't feel it. The patient stated they didn't see their health care professional (hcp) until next wednesday and pats reviewed that the patient had been receiving adequate therapy benefit and thus there was no need to turn the stimulation up. The patient reported that they were getting better than 50% improvement for their symptoms, noting they even threw out their bladder incontinence and urgency pills but they noted it did not help much on the night of implant when they were in the hospital and they got up and it just poured on the floor. The patient stated they had been so embarrassed. The patient stated they had to stay in the hospital overnight because of the anesthesia and that they had no one to drive them home nor stay with them for the first 24 hours. The patient said they knew from prior medical issues that right after anesthesia, they were generally "wired," and then they slept for 2 days and that this was what happened with this surgery. The patient stated they were wired, they'd had IV therapy, they only went to the bathroom twice and they "surfaced twice" on wednesday (pats understood this to mean they woke up twice.) The patient reported they did not take their medication, noting they also had chemo (not alleged to be related to the device/therapy.) The patient was redirected to their hcp to further address the issue. The patient called back on (B)(6) 2021 and commented about the incision site which had already been documented on the initial call. The patient asked what to do about the burning sensation at the incision site? Patient services explained that this was a medical question and the patient was redirected to contact the health care professional (hcp) office for direction. The patient also said that they did not have 50% improvement in symptom control and that since saturday, they experienced urgency whenever water was turned on and when they stood up. Patient services reviewed therapy information and general programming guidance. The patient increased the setting during the call and they were going to monitor their symptoms. The patient was also redirected to consult with their prescribing health care professional (hcp) of the chemo pills to review side effects and adverse events as the patient mentioned that the chemo pill they took (for maintenance) caused them to develop kidney stones, which their interstim doctor had discovered. It was explained to the patient so that the patient had awareness if it could be a contributing factor. The CT scan and general MRI information was also reviewed. Additional information was received from the patient. They reported that they had contacted the doctor who managed their device about it "burning so bad"/their incision site at their left butt cheek being painful/their still noticing lots of pain in those holes on their back/it itching so bad. The appointment date was on (B)(6) 2021. When asked what most likely caused or contributed to the issue, they responded, "possible nerve damage - see neurologist (B)(6) 2021."